Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated if they lay down it shoots the signal down their legs and if they are in other positions it shoots it in their butt. Patient stated last night was the first night they tried to sleep in bed and it was impossible. Patient said they were told not to charge for 2 weeks and the incision site needs to be healed. Patient service specialist asked if patient knows how to use the controller and patient said they don't know how to do anything. Agent walked pt through turning on/off if needed, pt was seeing battery low replace controller battery soon. Patient was redirected to healthcare provider to further address the issue. Agent sent email to reps as well as directed to hcp for this information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of them feeling stimulation in different locations was when they laid flat. The patient turned it down and now they occasionally still feel the buzzing.